Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayers for your speedy recovery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced blepharospasm ("eyeld twitching"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and blepharospasm outcome was unknown. The reporter considered blepharospasm and medical device removal to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: eyelid twitching. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayers for your speedy recovery') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: social media received. Event: adverse event nos updated to medical device removal. Case category became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('prayers for your speedy recovery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced blepharospasm ("eyeld twitching"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and blepharospasm outcome was unknown. The reporter considered blepharospasm and medical device removal to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.